Manufacturer narrative:
A good oral hygiene is recommended for a successful and long-lasting osseointegration. An evaluation of the implant by the manufacturer shown no indications of a product defect or unknown risks.

Event description:
Inadequate bone quality/bone quantity and fistula were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.